Event description:
It was reported that during a surgical procedure at the user facility the screws of the device disassembled. It was confirmed that nothing fell into the surgical site. The procedure was completed successfully using back-up equipment. No delay, no medical intervention and no adverse consequences were reported with this event.

Event description:
It was reported that during a surgical procedure at the user facility the screws of the device disassembled. It was confirmed that nothing fell into the surgical site. The procedure was completed successfully using back-up equipment. No delay, no medical intervention and no adverse consequences were reported with this event. It was reported that during device evaluation conducted at the manufacturer facility the device was running without user activation while it was in safe mode. No medical intervention and no adverse consequences were reported with this event. As this event occurred during testing at the manufacturer facility, there was no patient involvement and no delay to a surgical procedure.

Manufacturer narrative:
The reported disassembly and unintended activation were confirmed by a manufacturer repair technician through visual inspection. A loose release collar was identified, which can lead to the reported disassembly. A failed ebox was found, which can lead to the reported unintended activation.

Manufacturer narrative:
Failure analysis is in progress; additional information will be submitted once the quality investigation is completed.